Manufacturer narrative:
Continuation of d10: product ID 97792 lot# hg50z19 explanted: (B)(6) 2023 product type accessory. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Product ID 97792 lot# hg50z19 explanted: (B)(6) 2023 product type accessory product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021: product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient experienced the loss of relief on(B)(6) 2024 and the device was explanted the same day. There were no external factors that contributed to the issue.

Event description:
The manufacturer representative (rep) reported that in (B)(6) 2023 the patient (pt) experienced a loss of relief.  The system was completely explanted on (B)(6) 2024.   The explanted devices were discarded by the account, so no devices will be returned for analysis.  Patient weight was requested but was reported to be unknown.

Manufacturer narrative:
Continuation of d10: product ID: 97792, lot#: hg50z19, explanted: (B)(6) 2023, product type: accessory. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.